Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had pain at the ipg site. Surgical intervention was taken in which the doctor implanted the ipg deeper and drained fluid that had formed behind the ipg. Reportedly the patient had effective therapy post-operatively with the pain resolved.